Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 338 mg/dl to pump reading "high". However, the exact value was not provided. The supplies were changed to address the event and to address bg. Reported customer used cartridges for 3-4 days with humalog insulin. Tandem technical support educated customer on cartridge/insulin labeling.